Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the cause of the event had been due to the patient's back deteriorating. Injections were given and the stimulator was reprogrammed. The patient was also going to meet with a surgeon. The pain had not yet been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for chronic back pain and spinal pain. It was reported started experiencing a return of pain in their low back and legs bilaterally since last thursday. The patient reported that the pain had the patient bedridden. The pain was described as daily and sudden. The patient was going to contact a manufacturer representative about scheduling an adjustment. Additional information has been requested regarding cause, actions, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.